Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories. This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2013-19106, 16267487-2013-19107. It was reported the patient experienced heating at the ipg site when charging. It was reported the ipg would not accept a charge after the ipg was implanted for two years. It was reported the patient experienced over-stimulation. The sjm representative was unable to resolve this issue. The patient plans to have the system explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.